Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. The device powered on and provided voice prompts multiple times without any discrepancies. Physio also observed that device was also able to charge and shock when prompted. The cause of the reported issue could not be determined. The customer was provided with a replacement device. (B)(4).

Event description:
The customer contacted physio-control to report that their device would not provide audio prompts when powered on. As a result, the person using the device would not receive audible directions on how to use the device which could delay or prevent defibrillation, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and verified the reported issue. It was confirmed that the lid reed switch was in a shorted state when found, but upon removal of the reed switch from the device, normal functionality was observed. The shorted reed switch caused the device to act as if the lid wasn't opened and no voice prompts could be heard. The shorting of the reed switch was found to be intermittent.

Manufacturer narrative:
Physio-control has initiated a recall for the reported issue on 05/06/2016. Reference correction/removal reporting number 3015876-05/06/2016-002-c.